Event description:
IV pump set to deliver 9cc heparin/hour. Ptt drawn per heparin protocol - greater than 200. When drip was discontinued it was noted that volume left in IV bag did not correspond to rate set on the pump. Pt rec'd higher dose than pump set for.